Event description:
The lay user/reporter called lifescan (lfs) canada in 2007 alleging the one touch ultra2 meter was reading inaccurately low. The lfs canada representative spoke to the patient and was able to obtain/clarify the following information. The patient reported that approximately one month ago, in the evening, she was feeling "drunk". She had blurry vision, was tired and dizzy. She tested on her meter and obtained a result of 7 or 8 mmol/l (she does not recall the exact results). She thought she was "over tired" and went to bed. The following morning her symptoms worsened. She visited her clinic and a comparison was made from her meter to the physician's meter. Her meter result at home was 9.0 mmol/l and the physician's meter read "in the 20's and 30's". Prior to the comparison, the patient was taking metformin, 3 pills in the morning, mid-afternoon, and night. She reported that she did not adjust her medication based on her meter results. After the blood glucose test on the physician's meter, the patient was started on insulin. She was not given any immediate treatment at the physician's office. The meter was replaced. This complaint is reported, as the patient alleged that while having symptoms she believed were due to being hyperglycemic she obtained lower than expected blood glucose results. She further claimed that her physician obtained a reading in the 20's and 30's mmol/l.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.